Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient was unable to charge the ipg and stopped charging a long time back, which resulted in ipg being inoperable. As a result, patient underwent surgical intervention wherein the ipg was replaced and also moved to another location for patient's comfort. Reportedly effective therapy was restored.